Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available regarding the technique or the device to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10202 UDI: (B)(4).

Event description:
Laying of 2 anchors on the shoulder of the patient. The first anchor detached from the wire. The second did not hold in the bone. Surgeon layed 2 new anchors. No patient consequences. Additional information was received via email from the affiliate on 4-15-2016 surgeon made an additional bone to complete the procedure this failure did not extend the procedure time greater than 30 minutes.